Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic feeling fatigue. The pulse generator exhibited back-up vvi operation. Further trouble shooting could not be performed due to low battery status. The device was electively replaced due to eri.